Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 104) was confirmed. Upon investigation, the monitor was abnormally shutting down, causing the reported service code. The cause for the resets was isolated to an intermittent bga solder connection at the u104 pxa component on the monitor c/a board. The root cause for the intermittent bga connection at u104 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. A root cause investigation is underway. No adverse event resulted from the defective u104 component. The pt rec'd a replacement monitor.

Event description:
A (B)(6) male pt call zoll customer support to report that his monitor was displaying a service code 107. The pt was issued a replacement monitor.